Manufacturer narrative:
Investigation results: device analysis findings: the device was implanted and will not be returned for analysis; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of known inherent risk of device. This code was selected as the most probable complaint cause based on the information available. Dissection is listed within the instructions for use (IFU) as a potential risk associated with the procedure and use of the promus device. Based on the medical review task conducted for this complaint, the reported clinical event is anticipated per the IFU. The requirement for additional device was due to procedural factors.

Event description:
It was reported that a dissection occurred. The 80-90% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery. After predilatation with a 3.5 x 12mm non-compliant balloon, a 24 x 4.00mm promus premier drug-eluting stent (des) was successfully and optimally deployed. The stent was fully inflated without issues at 12 atmospheres (atm). However, during the procedure, a type b stent-edge, non-flow-limiting dissection occurred. Subsequently, post-dilatation was then performed with a 4x10mm non-compliant balloon at 14 atm and a 3.5 x 12mm promus premier des was placed to cover the dissected area. Per the physician, vessel tortuosity caused the dissection. The procedure was completed, and the patient is expected to make a full recovery.

Event description:
It was reported that a dissection occurred. The 80-90% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery. After predilatation with a 3.50 x 12 mm non-compliant balloon, a 4.00 x 24 mm promus premier drug-eluting stent (des) was successfully and optimally deployed. The stent was deployed without issues at 12 atmospheres (atm) and post dilated with a 4.00 x 10 mm non-compliant balloon at 14 atm. A type b stent-edge, non-flow-limiting dissection occurred. A 3.50 x 12 mm promus premier des was placed to cover the dissected area. Per the physician, vessel tortuosity caused the dissection. The procedure was completed, and the patient is expected to make a full recovery.